Event description:
It is reported that the articular surface was inserted into the appropriate sized knee components and would not sit down into the tibial way.

Manufacturer narrative:
This report will be amended when our investigation is complete.